Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had air/water flow issues. The issue was found during pre-use inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in, evaluation found that bending in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section adhesive was chipped, cracked and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the pain on the suction and air/water cylinders was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.